Manufacturer narrative:
(B)(4). As the cassette was not returned and the lot number is unknown, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient was trying to break the frangible and the line got disconnected from the bag. This event occurred during prime in peritoneal dialysis. The patient was not connected to the homechoice. The patient is going to set up with all new supplies. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.